Event description:
I used fixodent from 1991 until now. I was diagnosed with neuropathy. I experienced numbness and tingling and feet always cold. My neuropathy is permanent and requires medical care and medication. I also have bronchospasm since 2002. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 1991 - now 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.